Event description:
It was reported to boston scientific corporation that the uphold vaginal support system mesh had visibly eroded six weeks post implantation. The mesh had been implanted by vertical incision on or around (B)(6) 2013 and a second short surgical procedure was performed on or around (B)(6) 2013 for removal of the 1cm x 0.5cm exposed portion of the mesh. The patient who is over 18 years old, is reportedly in stable condition.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.